Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that they didn't receive an alarm for the bent cannula. The patient's blood glucose level at the time of the incident was 300mg/dl. The customer pulled out two infusion sets previously and they were both bent. The customer declined to troubleshoot due to the fact that he didn't want to replace another infusion set. The pump is not being returned for analysis.